Manufacturer narrative:
This report is submitted on october 19, 2021.

Event description:
Per the clinic, the patient experienced an infection at the magnet site after the magnet was removed for a pending MRI. The device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery. Further information is being sought from the clinic re the treatment for the infection.